Event description:
In 1992, the cryopreserved aortic valve and conduit in question was implanted into a patient during an aortic valve replacement. At that time, the pt's history was significant for coronary artery disease, non-insulin-dependent diabetes, previous myocardial infarction, pulmonary vascular obstructive disease, left ventricular hypertrophy, and congenital aortic valve stenosis. In 2002, the patient presented with lower extremity edema and progressive dyspnea. Echocardiogram demonstrated 3+ aortic insufficiency. A cardiac catheterization revealed ejection fraction of 35%. Approximately 9 years, and 10 months post implant, the patient underwent replacement of the valve in question with a 21mm bovine pericardial valve due to calcification and stenosis.